Event description:
Patient was revised to address pain. **update** (B)(6) 2011 litigation papers allege in the weeks following his surgery, patient suffered from discomfort and pain in his hip. It is further alleged it became increasingly painful for him to walk, to move his legs, and to rise from a seated position. Invoice identified. Femoral head added to complaint. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.